Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Abbvie is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. This is a known potential adverse event addressed in the product labeling.

Event description:
A consumer posted on social media that they saw bumps returning after skinvive¿ by juvéderm® that she received over a year and a half ago. The consumer warns there audience not to do skinvive¿ by juvéderm®; they had skinvive¿ by juvéderm® 3 times and on the 3rd time was when they received the bumps.